Event description:
A malfunction code was reported by the customer, identified as malf 12, with no notable events occurring before the issue. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump and was informed that the pump could be reset. After the reset, the issue did not recur, and the customer was advised to call back if any further malfunction codes appeared. The customer acknowledged and understood the instructions provided.